Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During surgery the first anchor was fine, but second anchor backed out with split down. The surgeon retrieved with a grasper, but fell into pieces. The entire device was removed from the patient. The patient bone is noted as being soft quality. The device was replaced with an arthrex biocomposite anchor. No patient injury or other complications were reported.